Event description:
It was reported that, upon opening the package prior to the procedure, it was found that the n-compass nitinol stone extractor was unable to be opened or closed. A new like-device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. A customer provided photograph shows the handle has been disassembled. It is possible that when attempting to disconnect the handle from the hoop, the user unscrewed the handle from the mlla (male luer lock adapter) instead of unscrewing the mlla from the red hoop connector.

Manufacturer narrative:
H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.